Event description:
Contact reported that the one eagle screw had backed off 2-3mm from the cervical plate. A revision procedure was performed. The pt was reported to have an unstable spine and the graft had subsided prior to fusion.